Event description:
During baxter's functionality testing of a spectrum pump, it displayed the "downstream occlusion" message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "downstream occlusion" alarm. During baxter's eval, the functional testing failure was confirmed and caused by a failed downstream sensor. The failed downstream sensor was replaced.